Manufacturer narrative:
Intuitive surgical obtained additional information. The vessel sealer worked at the beginning of the surgery. The instrument was in use for an hour before the issue occurred. The customer tried to open the jaws using the grip release slider, but it didn¿t work, so they removed the instrument with the jaws closed.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported the vessel sealer extend would not open. It was noted that the jaws were not stuck on tissue. The jaws of the instrument were not opening so the surgeon asked to change it for another one. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vse instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Refer to d4 and h4 fields for corrected information.